Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to tingling on one side of the face, forgetfulness, and fatigue. The patient underwent a CT scan of the head and the radiologist found very subtle, mild nonspecific subcortical white matter hypoattenuation in the right frontal lobe, which left a final impression of no definite acute intracranial abnormality of an unenhanced CT scan of head to explain the right facial numbness. The patient¿s lactate dehydrogenase (ldh) level was elevated to 469 u/l on (B)(6) 2018. On (B)(6) 2018, ldh decreased to 384 u/l. The patient¿s inr remained therapeutic (above 2.5) during the time the patient¿s ldh was slightly elevated. Upon entering the hospital, the patient¿s inr was sub-therapeutic (1.9). The patient was given enoxaparin. The patient did not recall missing a dose of warfarin, but it was suspected due to the inr decreasing from 3.1 to 1.9 in two days. No further information was provided.